Manufacturer narrative:
Additional information was received on 25-feb-2019, from the customer stating that the implant was removed. As a result, the prior submission MFR report number 0002023141-2018-00971 submitted on dec 28, 2018 is considered serious injury as the implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation attached to a removal tool. Visual inspection of the as returned product identified that the implant is confirmed to be fractured at the collar. The device shows signs of damage at the threads. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the tsvtb13 implant fractured. The patient has been rescheduled for implant removal.